Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device was not charging the battery devices in any of the four bays. The reporter stated that the blue light was not flashing nor were any other indicator lights blinking, so the reporter checked with some newly purchased battery devices. The reporter indicated that the battery devices were also tested in some other universal battery charger devices and all of the battery devices charged properly. Therefore, the malfunction of the battery devices was ruled out. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.